Event description:
Device issue: stent movement. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure in the moderately calcified, proximal right coronary artery, after pre-dilatation, the rx vision stent system was advanced to the lesion. During stent deployment, the stent moved distally on the balloon but remained partially on the balloon. The stent system was removed from the pt anatomy successfully. Two multi-link vision stents were deployed to complete the procedure. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible on the distal shaft and contrast in the inflation lumen and balloon, which is consistent with preparation and sds advanced into the pt anatomy. The stent was loose on the distal shaft. The distal end of the stent was 1 mm distal to the proximal balloon marker. The first two rows of distal struts were stretched. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a non-abbott protective sheath returned partially over the distal end of the balloon. Potential causes for a loose/dislodged stent, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and/or interaction of the stent with pt anatomy and/or accessory devices. The proximal and middle stent outer diameters were measured and met mfg criteria. The distal outer diameters could not be measured due to the damage noted. There was no damage noted to the stent during the inspection prior to use. In this case, it is likely that an interaction with the moderately calcified lesion may have caused damage and loosened the stent implant on the balloon. Further manipulation of the stent after the procedure during packaging, handling and return to abbott vascular for analysis may have contributed to the stent moving proximally from the balloon. Analysis noted the balloon was bunched. Since this damage was not reported in the incident info, the bunched balloon may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or hae contributed to the reported sent dislodgement. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported loose stent appears to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.